Event description:
A medtronic representative reported that the screw, which tightens down the site's open spine clamp, is stripped. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The medtronic rep reported the site discarded the suspect device and therefore, the lot number, manufacture date, and evaluation results cannot be determined.

Manufacturer narrative:
Device lot number provision. Suspect part was returned to the manufacturer for evaluation. The adjustment screw has seized. The threads appear to be damaged and there are tool marks around the head of the screw. A replacement part was sent to the site (B)(4) 2012.